Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent buttons, due to corroded keypad traces. No display ramping on its own anomaly noted. Insulin pump received with broken battery cap, battery tube threads and belt clip slot. Insulin pump received with minor scratches on lcd window and stained end cap sticker.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that she woke up and the pump was circling through the numbers as though something was stuck on the keypad. Customer stated that the numbers were scrolling and the customer took the battery out. Customer also stated that when a new battery was inserted, it said there were 2 hours remaining and 3.3 units of insulin remaining. Customer tried to hit escape and act to clear, but none of the buttons were responding. Customer reported a crack on the battery compartment. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.